Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited shock impedance measurements that varied from 80-90 ohms to spikes greater than 125 ohms. This rv lead remains in service. No adverse patient effects were reported.